Event description:
A facility reported one patient out of four procedures performed on the same day exhibited signs of tass. The reporter stated they do not know the cause of the one case of tass at their facility at this time. Additional information has been requested.

Manufacturer narrative:
The sample was not returned for evaluation. Two lot numbers were reported to be possible lot numbers associated with this event, lot 08ec13c and lot 08c31c. Information in the batch record reviews for these lot numbers indicated the product met release criteria. Retain samples were tested; retention samples met specifications. There have been no other complaints reported in these lot numbers. Additional information was requested on 10/30/2008, 10/31/2008, 11/14/2008, and 11/17/2008 by phone, fax, and mail. A completed questionnaire has not been received. (For use when the device problem is not known) - this report was mailed to FDA on: 11/24/2008.